Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-capture, undefined impedances, and a loss of sensing. A lead fracture was suspected, and the lead was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.